Event description:
It was reported that the patient¿s device was ¿disconnected¿ by her nurse using a magnet because it never helped since implant. The reporter was unsure what ¿disconnected¿ meant. The patient did not have a managing doctor anymore. It was later reported the patient said their device was not working properly. The patient stated they could not get through airport security and they wanted to have their device fully shut off. Reportedly, the patient thought their device was shut off but she was told that it was still active.

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3889-28, lot# j0519329v, implanted: (B)(6) 2005, product type lead. (B)(4).